Event description:
The pt was revised because of subsidence and varus alignment.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complain database found no prior reports for the shell component part and lot number combination. A search of the complaint database for the talar component found one prior report, however, review of the as400 system shows that four other devices from lot a1pf11 have been delivered and can be reasonably concluded implanted without issue. Provided info states the talar component subsided, varas alignment, tibial component placed too lateral. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.